Event description:
The physician was performing a pancreatic manometry procedure with a monometry catheter and a platinum tip wire guide. It was reported that the wire guide was hard to manipulate; therefore, force was applied to remove the wire. The distal tip of the wire guide frayed leaving a portion in the pancreatic duct. At this time a sphincterotomy and stent placement was performed; however, the portion of the wire remained in the patient. Thirteen days later another ercp was performed where the stent was removed as well as the portion of the wire without complications. CT scan and lab values were normal and no indications of pancreatitis were noted. The patient was reported to be in satisfactory condition.